Event description:
It was reported to boston scientific corporation than an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy performed on (B)(6), 2009. According to the complainant, on (B)(6), 2009, the patient suffered from abdominal pain. On (B)(6), 2009, the physician checked the stomach and found there was a hole in the stomach wall. The peg device was removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.